Event description:
The customer reported that the autopulse platform (sn unknown) displayed a fault 16 (timeout moving to take-up position) message. The customer tried to clear the fault code by replacing the lifeband; however, the fault code persisted. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.